Event description:
Device was used as a first line treatment of a 90% blockage of main coronary artery for six wks for up to 2 hrs a day without regard to pt's faulty mitral valve. Pt didn't know until later that device was not made for use as first line treatment; it is used for dying pts. Device did not clear blockage, however, physician said that it did. As a result, a month later pt was hospitalized with a heart rate of 140 beats per min. Pt was discharged with physician saying that in 2 wks they could do another device treatment. Before this could take place pt experienced arrhythmia, shortness of breath and chest pain. Taken to ER. Within 2 wks pt had bypass surgery and replacement of defective mitral valve. Pt now has chf/cardiomyopathy which can only be cured by a heart transplant. Pt believes because of the way the device works, it stretched the heart wall. Pt questions whether a faulty heart valve is a contraindication for device use. Pt now cannot work and activities of daily living are severely limited. Pt is tired all of the time. During treatment, when pumps inflated leg cuffs, it lifted pt partially off of table. Pt believes this was too strong for a heart with an ineffective mitral valve.

Event description:
Add'l info rec'd from MFR 8/31/00: investigation, including discussions with the clinicians involved in the treatment of this pt, indicated that no injury or damage could be attributed to the use of enhanced external counterpulsation therapy. Based on MFR's investigation, MFR has concluded that this "event" does not meet threshold for reporting as a medical device report.